Event description:
Please refer to user facility report (B)(4).

Manufacturer narrative:
The initial check by draeger field service confirmed the problem of non-reacting touch screen in the upper area. The device has been returned to MFR for investigation. Although the corresponding info regarding s/n was verified, in contradiction to the initial eval the reported problem could not be duplicated. A long-term test confirmed that the device works as specified. In any case, the ventilation was not affected during the event. The root cause for the user's experience could not be determined. A crack in the display frame was observed. However, a causal relationship to the reported event is not evident. No injury has been reported.